Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had an break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis. The patient was not hospitalized for the event. On an unreported date, the patient was treated for peritonitis with vancomycin (intraperitoneally, dose and frequency not reported). At the time of this report, the peritonitis was resolving, the patient was recovering from the event and dianeal therapy was ongoing. No additional information is available at this time.